Event description:
The following info was provided by the cook area rep based on comments made by the user. A cook disposable hemostasis clip was advanced through the endoscope and into position. The clip was closed onto the target site. The clip would not release from the deployment device and could not be reopened for repositioning. The handle was stuck and the clip would not open. The only options were to exert force on the handle to break the drive wire or cut the handle of to manipulate the inner workings of the device. The clipping device was removed from the pt and nothing was left inside the pt. Another clip was placed to finish the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval. The product was sent to the qualified supplier for eval. Their eval has not been completed yet. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined. The product eval has not been returned to cook from the qualified supplier. A f/u MDR will be submitted within 30 days of receiving the supplier's eval. Prior to distribution, all disposable hemostasis clips are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Correction action: corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.